Manufacturer narrative:
Customer contact reports no patient information available. The hospital declined ge healthcare service and resolved reported issue on their own. No further details available.

Event description:
The hospital reported alarms that result in the loss of mechanical ventilation. There was no report of patient injury.